Event description:
Load noises from terumo roller head pumps. Multiple complaints by ynhh perfusion and biomed to manufacturer. Functionality was not affected but load noises caused perfusion and biomed to reach out to vendor and investigate. Upon investigation, bad barrings on pump roller head appeared to cause the issue. Manufacturer response for pump, extracorporeal perfusion, terumo (per site reporter). MFR indicated an issue with barrings.